Manufacturer narrative:
Correction to model number d4 from 3400 to 3010.

Event description:
It was reported that this electrode exhibited high shock impedance measurements of 125 ohms since the original implant and today measuring 163 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced while this electrode remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high shock impedance measurements of 125 ohms since the original implant and today measuring 163 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced while this electrode remains implanted and in service. No adverse patient effects were reported.